Event description:
Transport team pulled back catheter 1 cm after undressing. No problems encountered when tegaderm removed. X-ray placement done to confirm placement-noted leaking @ point where hub meets catheter line when team preparing to redress. At time leak found, original dressing not been changed. Area of leak was not placed @ a point of causing kinking or bending @ antecubital space. Steristrips were on wings of catheter & not @ site of leak. No pump occlusion or alarms noted. Required new placement of PICC line, single lumen placed. Estimated blood loss 3.5mls.

Manufacturer narrative:
This incident was also reported to FDA via medwatch. The report number is (B)(4). The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its' conclusion.

Manufacturer narrative:
This incident was also reported to FDA via medwatch. The report number is mw5041651. The returned sample was submitted to vygon (B)(4) for evaluation. Based on the analysis we cannot confirm the complaint was a result of a manufacturing problem. Each catheter is leak and flow tested before packaging. Any manufacturing problems that would lead to a leak would be detected by the user when flushing. Examination of the faulty sample showed a leakage just below the distal wing. The proximal end of the catheter wa partly torn out of it. The catheter worked well for 4 days before it had been pulled back 1cm and started leaking. The customer used chloraprep, a 2% chlorhexidine and 70% isopropyl based product. It is essential to let the disinfectant dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material.